Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Product analysis: upon receipt of the suspect complaint device without a valve loaded within the capsule at medtronic's quality laboratory, visual analysis showed there was a bend to the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. There was a kink to the midsection and to the proximal end of the stability shaft. The area of the dcs that was folded to fit into the return box does not correspond to both kinks found, however the kink to the midsection of the stability shaft is closest to the fold. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule with significant resistance noted. The trigger moved to fully advanced and retracted positions with significant resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact with significant resistance noted when tested. There was a dent to the midsection and a kink to the proximal end of the inner member shaft. A 26mm valve was successfully loaded onto the dcs with significant resistance noted. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with resistance noted. There was no issue related to the valve paddles releasing from the spindle pockets during deployment. The reported event for difficult to deploy could not be confirmed in the analysis as there was no issue releasing the valve paddles from the spindle pockets, however significant resistance was noted due to the stability shaft kinks when advancing/retracting the capsule. The reported event for kink could be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis with delamination observed over the nitinol reinforcing frame along the mid-section of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The area of the dcs that was folded to fit into the return box does not correspond to both kinks found, however the kink to the midsection of the stability shaft is closest to the fold. The kink may have occurred due to patient anatomy or during the manipulation of the dcs when trying to release the paddle. One procedural image was provided for review. The fluoroscopic valve load inspection was not provided. According to the event description above, and the media file provided, one of the paddles of the valve remained stuck to the dcs after full expansion of the valve. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn't the operator can either pull slightly on the guidewire or gently push the system forward to release the paddle. In this case, several techniques were used in order to release the paddle such as pushing on the catheter, pulling the guidewire, and gentle rotation. After many attempts, the paddle released. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a 21 millimeter (mm) non-medtronic valve, there was no issue during the deployment. At the end of the deployment, it took time and manipulation to release one paddle from the paddle pocket. Several techniques were used in order to release the paddle such as pushing on the catheter, pulling the guidewire, and gentle rotation. After many attempts, the paddle released. Once the delivery catheter system (dcs) was removed from the patient, a kink was noted on the catheter shaft near the release mechanism. The patient remained fine. It was reported that two kinks were induced in order to place the dcs in the return bin. No adverse patient effects were reported.